Manufacturer narrative:
Internal complaint reference number: (B)(4). Additional information received by the manufacturer has identified that this event should be re-evaluated for MDR reporting. The new information states that a healthcare professional has provided clarification stating that the mention of amputation was speculative in the absence of therapy. We have since learned that a competitor¿s vacuum was employed to continue therapy, and no patient harm or further complications have been reported. The device is intended to display an alarm/ alert if it detects an issue and may discontinue applying therapy until the issue is resolved. The loss of negative pressure wound therapy benefits would not be likely to cause or contribute to death or serious injury, even in a clinical setting. Additional conditions must also exist (e.g., surgical/ treatment conditions; patient factors; the unavailability of back-up or alternate therapies for greater than 24 hours) before an injury could occur, and even under those conditions, the risk of patient harm is low. Event may cause minor or temporary injury (e.g., delayed wound healing, maceration, etc.) Requiring no or minor medical intervention. Event may require use of a backup device to continue therapy. This event did not lead to a death or serious injury, nor would it be likely to cause or contribute to a death or serious injury if it were to recur. Therefore, it was determined that this case does not meet the threshold for reporting and is a non-reportable event. If further details are provided confirming the occurrence of a reportable event, our files will be updated accordingly, and a further report submitted outlining both the event details and our investigations performed.

Event description:
It was reported that, during npwt with renasys go, the pump and dressing potentially caused damage to a patient's wound and now may require a toe(s) amputation. The details on what happened have not been shared yet.

Manufacturer narrative:
Internal reference number case (B)(4).